Event description:
It was reported that the ilert user deployed an inset infusion set without removing the adhesive, then experienced leakage from the site and rising blood glucose to 214 mg/dl; the event involved an infusion set usage error with the infusion set component. The user was advised to disconnect, pause the pump, and revert to subcutaneous insulin via pen until replacement supplies arrived. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure involving the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.